Event description:
It was reported a 25mm aortic valve was explanted after a duration of 63 months due to a calcified and degenerated aortic valve. Severe post prosthetic valve stenosis and insufficiency was confirmed by the patient history and medical reports received from the healthcare provider, indicating: "all three leaflets were heavily calcified and immobile, unable to close or open properly."

Manufacturer narrative:
Method: x-ray. Evaluation summary: as received, the sewing ring was cut off at the inflow aspect, which exposed the wireform. The valve exhibited heavy calcification in the cusp area of all three leaflets, and at the free margins of all three leaflets. The x-ray also demonstrated calcification. Host tissue overgrowth was moderate at the stent inflow and the stent outflow. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The returned device evaluation confirms calcification and host tissue (pannus) growth as the primary causes for the reported stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, patient medical history was not provided the evaluation also confirmed the presence of host tissue. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Overall, the investigation results did not indicate a product quality deficiency during the manufacture of the device that may have contributed to this event.